Event description:
The customer reported that during the procedure, the device jaws became stuck shut. The device was not on tissue at the time. Another device was used to complete the procedure without incident. There was no patient injury. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B) (4). A visual inspection of the incident sample showed tissue in-between the jaws. The knife was protruding from the jaws and the webbing was bent. The jaws were aligned correctly to each other. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument so as not to compromise the cutting function. The IFU also states to confirm, the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. These corrective actions have significantly reduced reports of this nature.